Event description:
It was reported the patient attempted to increase their stimulation to 7v, but they saw a screen indicating they had reached their upper limit. The patient was not able to adjust stimulation. When the patient tried to lower stimulation they got a screen indicating the lower limit had been reached. The patient met with their healthcare professional (hcp) and a manufacturing representative last week to be programmed so they could have some variance to adjust stimulation. At the time of this report the patient was on program b and they needed to be on program a. The patient was able to successfully change programs. The patient stated that they were told they would be able to change stimulation settings between 6-7v. Prior to adjusting stimulation, the patient was at 6.5v. Follow up with the patient¿s hcp indicated that reprogramming was done and the electrodes were changed. Electrode and therapy impedance was checked. The healthcare professional (hcp) stated there was a suspicion of a short circuit on the right side due to low therapy impedances. The patient did have a 50 percent or greater symptoms reduction and they had recovered without permanent impairment. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37092, lot#: (B)(4), implanted: (B)(6) 2009, product type: accessory. Product ID: 748251, serial#: (b)(4, implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial#:(B)(4), product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer. (B)(4).